Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument erroneously generated 3 low creatinine patient results. These results were reported out of the lab. A physician questioned the patient results, and the samples were repeated. It is unknown on what instrument the samples were repeated. The patient reports were amended with the repeated results. There was no adverse effect to the patients or change to treatment or diagnosis based upon the erroneous results. Field service engineer (fse) inspected the instrument and found the reagent syringe was leaking. Fse replaced the creatinine module and this resolved the issue. No further problems were reported.